Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had 10-15 watchdog errors during therapy (medication, dose, programmed amount and delivery rate unknown). The events occurred at the adult intensive care units (ICU) and pediatric units. There was patient involvement but no patient harm or injury reported. No additional information is available.